Event description:
It was reported to boston scientific corporation that a truetome jag 44 was intended to be used in the duodenum in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation outside the patient, after opening the packaging of the device, it was found that "the wire was fractured." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: dr. (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome jag 44 was analyzed, and a visual evaluation noted that the cutting wire was detached from the anchor but the wire anchor was still within the catheter. The device was observed under magnification and there was no damage to the proximal pierce hole. No other problems with the device were noted. The reported event of cutting wire broken was confirmed. The product analysis revealed that the cutting wire was detached form the anchor, which could have been interpreted as wire breakage. The investigation to address this problem has been completed. Based on all gathered information, it was determined that the problem was related to deficiency in the welding process. Therefore, the reported complaint will be documented as manufacturing deficiency due to problems traced to manufacturing process. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was intended to be used in the duodenum in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During preparation outside the patient, after opening the packaging of the device, it was found that "the wire was fractured." The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Section e: this event was reported by the distributor. The physician is: dr. (B)(6) phone: (B)(6) (B)(6) central hospital (B)(6) (initial reporter address 2): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.